Event description:
The customer reported via phone call that the numbers were ramping on the insulin pump and a button error alarm occurred. Customer could not recall any significant events leading to the alarm. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.